Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2015 with the following findings: a review of the black box did not show any power issues. The battery cap was not returned with the pump for investigation; a test cap was used to complete testing. There was no damage to the battery compartment. The pump powered on normally and successfully completed a rewind, load, and prime sequence and 24 hour testing with no power issues occurring. The pump casing was removed and there was no evidence of any internal defects. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. During troubleshooting, the reporter was advised to change to a new battery from a new pack, but the pump still did not power on appropriately. The alleged power issue was reportedly not associated with battery changes. The reporter confirmed that the battery cap was appropriately secured to the pump, there was no moisture/corrosion in the battery compartment, and there was no damage to the pump or to the battery cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.